Event description:
It was reported that an ilet user experienced hyperglycemia with increased insulin usage compared to usual, with blood glucose rising from 130 mg/dl in the morning to 350 mg/dl by early afternoon despite meal announcements, while using a contact detach infusion set and dexcom g7; the user performed a supply change, after which blood glucose was 313 mg/dl and trending downward, and a potential infusion blockage was discussed. Symptoms included thirst without other reported systemic symptoms. Outcomes included no emergency treatment and no hospitalization, with continued home monitoring. Investigation included user interview, therapy review, and troubleshooting education regarding potential infusion site or supply issues and confirmation of insulin delivery. Investigation of this case revealed that hyperglycemia occurred with a suspected interruption of insulin delivery prior to the supply change, with glucose declining after supplies were replaced. It was concluded that the cause of hyperglycemia was unclear and could be related to a transient delivery or infusion issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.